Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact cause could not be determined from the eight photographs that were provided for investigation. The photos showed an introducer needle with evidence of use. A red colored residue was observed within the needle hub. The guidewire appeared to be unraveled. What appeared to be a break in the core wire allowed the coil wire to stretched and unravel over the core wire. The unraveled coil wire extended from each end of the introducer needle. While retracting the guidewire through the introducer needle may have been a contributing factor in the observed damage, the exact cause could not be determined from the photos. One of the precautions in the instructions for use (IFU) states, ¿if the guidewire must be withdrawn while needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "after peripheral puncture for PICC during guidewire introduction, no progression was observed, and it was decided to remove it because it presented a feeling of vacuum, and clots exited in medium quantity. An opening was observed in two parts of the malleable and distal portion of the wire without breaking the tip, which was completely removed. A second attempt at the procedure was performed with a second PICC and there was no progression of the thread either, with the presence of clots in an average quantity, and the decision was made to complete the procedure. The assistant communicated about the event and she viewed the guide wire. I add that the broken guide wire is not what is inside the powerpicc." Additional information: was there an extension of the patient's hospitalization due to what happened? No. Imaging examination was performed to substantiate the answer. This report addresses the first device. Additional information received stated: as for the opening of the stylet at the time of the occurrence, no, the cut to adjust the size of the PICC is performed with material specially assembled for the procedure. In relation to clots, it is about clotted blood that can be better explained as a ¿ball¿ of blood in one of the images sent. The client in question was not hospitalized for this reason, but worsening of the underlying respiratory disease. The impression was that the clots may have partially hindered the progression or removal of the guidewire, due to the feeling of vacuum. It is inference, therefore, without proof. Emphasizing that the wire is metallic and the force used would not correspond to the break presented.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficult guidewire insertion is confirmed. One guidewire and one introducer needle were returned for evaluation. The product sticker label indicated lot: reet0261. Eight photos were also provided. The sample shown in the photos appears to correspond with the returned physical sample. The guidewire was returned extending through the needle in a frayed and elongated condition. The elongated wire extended 2.5 cm past the needle bevel. Blood residue was present throughout the components. The distal end of the guidewire weld tip was found to be intact. The outer diameter of the intact portion of the guidewire was measured and found to be within manufacturing specification. Microscopic observation of the needle bevel revealed material deformation at the proximal end. The deformation is consistent with damage caused by retraction of the guidewire against the needle. The product instructions for use (IFU) states, "if the guidewire must be withdrawn while needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." Since the guidewire was observed to show damage likely caused by retraction against the needle, the complaint is confirmed. H3 other text : evaluation findings are herein.

Event description:
It was reported "after peripheral puncture for PICC during guidewire introduction, no progression was observed, and it was decided to remove it because it presented a feeling of vacuum, and clots exited in medium quantity. An opening was observed in two parts of the malleable and distal portion of the wire without breaking the tip, which was completely removed. A second attempt at the procedure was performed with a second PICC and there was no progression of the thread either, with the presence of clots in an average quantity, and the decision was made to complete the procedure. The assistant communicated about the event and she viewed the guide wire. I add that the broken guide wire is not what is inside the powerpicc.". Additional information: was there an extension of the patient's hospitalization due to what happened? No. Imaging examination was performed to substantiate the answer. This report addresses the first device. Additional information received stated: as for the opening of the stylet at the time of the occurrence, no, the cut to adjust the size of the PICC is performed with material specially assembled for the procedure. In relation to clots, it is about clotted blood that can be better explained as a ¿ball¿ of blood in one of the images sent. The client in question was not hospitalized for this reason, but worsening of the underlying respiratory disease. The impression was that the clots may have partially hindered the progression or removal of the guidewire, due to the feeling of vacuum. It is inference, therefore, without proof. Emphasizing that the wire is metallic and the force used would not correspond to the break presented.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reet0261 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reet0261) have been reported from the same facility in (B)(6).

Event description:
It was reported "after peripheral puncture for PICC during guidewire introduction, no progression was observed, and it was decided to remove it because it presented a feeling of vacuum, and clots exited in medium quantity. An opening was observed in two parts of the malleable and distal portion of the wire without breaking the tip, which was completely removed. A second attempt at the procedure was performed with a second PICC and there was no progression of the thread either, with the presence of clots in an average quantity, and the decision was made to complete the procedure. The assistant communicated about the event and she viewed the guide wire. I add that the broken guide wire is not what is inside the powerpicc." Additional information: was there an extension of the patient's hospitalization due to what happened? No. Imaging examination was performed to substantiate the answer. This report addresses the first device.